Manufacturer narrative:
H10 (during a follow-up call on (B)(6) 2020, tandem technical support performed troubleshooting and could not confirm that the battery was depleting quickly from the pump data logs. The customer did not acknowledge this information and declined to perform further troubleshooting).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. Blood glucose was not impacted. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.